Manufacturer narrative:
The reported failure of the machine flow sensor is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number (B)(6) did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution.

Event description:
The manufacturer received information alleging a patient experienced a ventilator inoperative while using a trilogy evo device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that an error code, machine flow drift high, was observed on the device's error log. The third-party service technician further evaluated and determined the machine flow sensor had caused the ventilator inoperative condition to occur on the device. In conclusion, the device's machine flow sensor was replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower was replaced to address another error code, motorcontroller force shutdown, that was observed on the device's error log. This was unrelated to the reportable issue. The system printed circuit assembly was replaced to address another error code, drift debug, that was observed on the device's error log. This was unrelated to the reportable issue. The muffler assembly and in-line proximal filter were replaced to address contamination unrelated to the reportable issue. The air inlet foam filter and particulate filter were replaced for preventative maintenance unrelated to the reportable issue. The device passed all final testing.